Manufacturer narrative:
New information was received indicating the patient was brought into the facility for defibrillation threshold (dft) testing, the physician reported successful dft complete. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited a decrease in intrinsic amplitude, and gradual decrease in pacing impedance, suspected to be patient condition related. A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, and x-ray images. Ts provided recommendations for additional troubleshooting, additional x-ray images, manipulation, isometrics and defibrillation threshold (dft) testing. The physician reported that patient will require a heart transplant as symptoms of disease progress. The device remains implanted. No adverse patient effects were reported.